Event description:
Ous MDR - the device could not pass the severely calcified lesion in the medial lad.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The returned balloon is slightly unfolded. However, the folded balloon profile of one device per lot is assessed during lot release inspection and was found to be within specification. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined.